Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on (B)(6) 2021 date with blood glucose when ambulance checked it was 30 mg/dl, when he got to the hospital blood glucose was 50 mg/dl, and he was given food and drink to treat. The customer current blood glucose level was 266 mg/dl. The drive support cap was normal. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.